Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional performed testing. The device was then returned to the customer for use. Physio further evaluated the main pcb assembly and verified the reported failure. It was also added that the pcb assembly would not deliver defibrillation therapy during testing; however, physio was unable to determine the cause of the failure.

Event description:
It was reported that the device had logged a potentially critical fault code that could prohibit the device from the delivering defibrillation therapy. There was no pt use associated with the reported. Failure.